Event description:
It was reported that a flogard infusion pump had a damaged power cord. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection identified that the power cord was damaged, confirming the reported condition. Functional testing, battery testing, and a review of the alarm log were performed. The cause of the damage to the power cord was not able to be determined. To correct the condition, the power cord was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.